Manufacturer narrative:
Occupation = tech device evaluated by mfg = other - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a venogram involving the iliac vein, an atb advance balloon catheter would not inflate. An unknown inflation device was used with a mixture of four milliliters of optiray contrast with ten milliliters of saline. Tortuosity and calcification were not reported. Upon return and initial evaluation of the device on 20mar2020, a tear was found on the balloon 2.8 centimeters from the proximal bond. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a venogram involving the iliac vein, an atb advance balloon catheter would not inflate. An unknown inflation device was used with a mixture of four milliliters of optiray contrast with ten milliliters of saline. Tortuosity and calcification were not reported. Upon return and initial evaluation of the device on 20mar2020, a tear was found on the balloon 2.8 centimeters from the proximal bond. Another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a functional test and visual inspection of the complaint device was conducted during the investigation. Physical examination of the returned complaint device noted the presence of biomatter on the device. A slight tear was noted at 2.8 centimeters from the proximal bond. A leak test was performed using water and an inflation device. The leak test confirmed that the balloon could not be inflated properly, as it leaked from the tear found near the proximal bond. A document review was completed as a response to this event. A device master record review was performed, including device specifications, drawings, manufacturing instructions, and quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device's design history files were reviewed and showed that for the testing related to this failure, all test samples met the acceptance criteria. No related non-conformances were found, and there have been no other reported complaints for this lot number. The complaint file, device history record, complaint history, validations, and manufacturing documents provide evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The product IFU instructs the user to inspect the device for damage upon removal from the package. The IFU states ¿inflate balloon to desired pressure. Advance to recommended balloon inflation pressures. If balloon pressure is lost and / or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined. The risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.